Event description:
It was reported that the lead that was put into a patient¿s neck on (B)(6) 2014 didn¿t work. It was reported that the patient had ¿considerable¿ pain at the stimulator site while it was turned off. The patient stated that she was told that she moved during surgery. It was noted that the patient was scheduled for more surgery on monday the (B)(6), but the patient stated she was ¿not sure she believed it would help.¿ the patient noted that she has had ¿many surgeries without problems until now.¿ it was further reported that the stimulator site ¿looked good,¿ but there was often a burning sensation. The patient stated that her healthcare professional (hcp) wanted the patient to use a pain patch. The patient reported that when bending, there was a ¿pulling sensation on the stimulator as if wire connected to it was too short.¿

Manufacturer narrative:
Concomitant: product ID 977a290, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 3550-29, lot# n465575, implanted: 2014-(B)(6), product type accessory. Product ID 977a290, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).